Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured below the rated burst pressure. The procedure was completed with a different device. No patient complications nor injuries reported.